Event description:
The intra-aortic balloon was inserted into the pt on 3/26/98 at 10:00 a.m. Poor augmentation was noted and the intra-aortic balloon was removed on 3/26/98 at 10:30 a.m. No second intra-aortic balloon was inserted. The pt had major ischemia and removal of the intra-aortic balloon was required. The intra-aortic balloon was not returned to datascope. Event complications: major ischemia/removal required - reported 9/22/98. Pt's current status: discharged - reported 9/22/98.